Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached around 353 mg/dl while wearing the pod between 4 and 24 hours. Patient's father also reported bleeding at the site and that the adhesive was a bit loose. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a correction bolus was delivered and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The cause of the reported adhesive pad failure could not be determined. No blood was observed on the device. The soft cannula was observed to be damaged; a tear was observed on the exposed portion of the soft cannula. The timing and cause of this damage could not be determined and it could not be confirmed whether the tear contributed to the device failing to deliver insulin. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. No other damages or defects were found.the following field was corrected following review of call interaction: d4: serial no: (B)(6).